Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range (280-380 mg/dl) the customer deliver bolus to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed. The customer observed 2 air bubbles in the infusion set tubing. The customer was able to expel the air bubbles by performing fill tubing. Reportedly, the customer changes out cartridge every 60 hours. The customer was educated that humalog has been tested for up to 48 hours.